Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had a leak. The customer's blood glucose level was 178 mg/dl at the time of the incident. Customer stated the leaking occurred during filling. Customer does not know the location of the leak. Customer stated the reservoir was discarded. The reservoir will not be returned for analysis.